Event description:
It was reported that externalized conductors were noted via fluoroscopy. All electrical measurements were normal.

Event description:
New information received stated that the lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasions were found at 8.1-10.4cm, 9.3-12.1cm, and 15.8-18.4cm from the electrode tip. The silicone insulation was abraded and the rv and sensing conductors were visible. External insulation abrasions were found at 6.8-6.9cm and between 19.1cm and 19.4cm from the electrode tip, consistent with lead friction to another device. The etfe coating was intact at all abrasion locations.